Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent craniotomy on (B)(6) 2012 for intercranial tumor. The doctor used the screw to close the cranium. The tip of one of the 3mm self-drilling screws from the consignment set was bent. The doctor was not able to insert the screw into the cranium. The doctor commented it was unlikely that the tip of the screw was deformed that much during the insertion of the screw. This is complaint 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number, the device history records review could not be completed. Investigation showed that the 3d heads had never been clicked on. The pink conical elements are in their correct positions, which should have ensured a proper clicking. This indicates that the user may have not followed the operating procedure. The manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected.